Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was checked in clinic with noise reproduced when placing a hand on the header of the device. Once the physician removed his hand, the signal was unable to be reproduced with manipulations in any position. Device data was then sent to technical services (ts) for review. Ts discussed that the data is consistent with a fracture within the connector block of the device and recommended full system replacement. This device was subsequently explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was checked in clinic with noise reproduced when placing a hand on the header of the device. Once the physician removed his hand, the signal was unable to be reproduced with manipulations in any position. Device data was then sent to technical services (ts) for review. Ts discussed that the data is consistent with a fracture within the connector block of the device and recommended full system replacement. This device was subsequently explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.